Event description:
It was reported that a pump malfunction occurred because the pump was exposed to an MRI when the caller forgot to remove it prior to the procedure. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.